Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that, during an implant procedure, the patient showed an 80% motor deficit in neuromonitoring in her right foot and leg. The patient's foot came back to baseline, but the leg did not so the physician elected to abandon the procedure. In recovery, the patients legs were both able to be moved without issue, and the patient's motor responses were back to normal.